Event description:
Per the clinic, the patient experienced an infection. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023, due to poor performance. The patient was reimplanted with another cochlear device during the same surgery.